Event description:
It was reported that stent damage occurred. The 26mm x 3.5mm, 90% stenosed target lesion was located in the moderately tortuous and severly calcified proximal left anterior descending artery. A 3.50 x 28 synergy stent was advanced for treatment. However, the device failed to cross the lesion and the proximal stent strut was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.